Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The sales rep reported via phone call that the customer's expressew iii autocapture failed during a rotator cuff procedure due to the device being pulled out of the cannula and handed to tech who noticed top of jaw was hinged and then it broke off once touched. They completed the case with another like gun, plate and needle set. There were no adverse patient consequences or time delay. The device will be returned for evaluation.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms that the lower jaw is broken but not returned with the device. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerting excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. Although, we cannot determine a definitive root cause for this failure, it is typically due to rough handling by the end user. A DHR has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone call that the customer's expressew iii autocapture failed during a rotator cuff procedure due to the device being pulled out of the cannula and handed to tech who noticed top of jaw was hinged and then it broke off once touched. They completed the case with another like gun, plate and needle set. There were no adverse patient consequences or time delay. The device will be returned for evaluation.